Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter (aus) device due to unspecified reasons. A patient outcome was not reported.

Manufacturer narrative:
Additional information received that the device was originally implanted 18 years ago. The device stopped working in longevity so the patient decided to replace the ipp for a new one. The patient outcome was reported to be perfect.

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter (aus) device due to unspecified reasons. A patient outcome was not reported.